Event description:
It was reported by the sales rep in spain that during a meniscal repair surgery on an unknown date, it was observed that the truespan 12 degree peek device did not fire the implants; and had a loose tip. Another like device was used to complete the procedure with a delay of 40 minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned and it was discarded, therefore unavailable for a physical evaluation. However, photos and video were provided. Upon visual inspection of the photos, it appeared that the implants and suture were not deployed. Also, the video showed that the trigger was loose, in that there was no tension on the handle. A manufacturing record evaluation was performed for the finished device lot number:8l09490, and no non conformances were identified. Hands on analysis should observe the condition of the internal mechanism of the gun and provide the evidence necessary to determine a specific root cause. Based on the condition of trigger, this complaint can be confirmed. This type of issue was reviewed before with the manufacturer, based on the information, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the evidence we cannot discern a definitive root cause for the reported failure. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair surgery on an unknown date, it was observed that the truespan 24 degree peek device did not fire the implants; and had a loose tip. Another like device was used to complete the procedure with a delay of 40 minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.